Event description:
Subsequent to the initially filed report, the following information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after an angioplasty procedure in the leg. Reportedly, there was difficulty/resistance removing the device. Once removed, the guide tube was found damaged. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Device codes: 1069 labeled 1528 labeled. Internal file number - (B)(4). Corrections: MFR site - reg number, device code 3190 removed. Evaluation summary: the device was returned for analysis. The reported tip of the device damage was confirmed. Difficulty to remove the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after an angioplasty procedure in the leg. Reportedly, an unspecified starclose failure occurred. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.